Event description:
It was reported that during an implant attempt of the right atrial (ra) lead the physician had trouble finding a position with adequate sensing. It was noted the physician tried two different leads before this lead and encountered similar sensing difficulties. The ra lead was not used and no atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.